Event description:
Initially, on (B)(6) 2010 called to report he had been experiencing check patient line and low drain volume alarms. The patient indicated he had an infection and was in the hospital last night ((B)(6) 2010) and fluids with antibiotics were administered. The caregiver noted fibrin in the patient line. On (B)(6) 2010, the nurse left indicated the home patient had an infection. The patient and family decided to withdraw therapy. The patient expired. The nurse stated the patient expired due to end stage renal disease. During a follow up call on (B)(6) 2010, the facility administrative assistance provided the following information: the type of infection the patient had is unknown, however, (B)(6). The patient reportedly had been in and out of the hospital for unknown issues for the past few weeks. The patient reportedly expired on (B)(6) 2010 and the cause of death was due to end stage renal disease.

Manufacturer narrative:
(B)(4). The sample was discarded therefore an evaluation was not performed.